Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a focal atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the procedure, the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was broken off and went into the hub of the sheath. The sheath was replaced, and the issue was resolved. No patient consequences were reported. The device was inspected and the hemostatic valve was observed folded inside the hub and a kink was observed on the shaft. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a focal atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the procedure, the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was broken off and went into the hub of the sheath. The sheath was replaced, and the issue was resolved. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The reported issue was assessed as reportable. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on (B)(6) 2020 that the device was received in the condition reported as the valve was dislodged into the hub. The friction ring remained intact. The valve issue remains a reportable issue.